Event description:
It was reported that the tip of the tap broke while the surgeon was tapping the s1 pedicle during a spinal surgery. The tip was easily and immediately retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the instrument was returned for eval. Visually confirmed instrument broken at approx 65 mm mark. Microscopic exam of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable non-conformance to spec.